Event description:
It was reported that the physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the clip fully deployed with the vessel locator retracted possessing broken but intact locator wings. Examination determined the access port release function had been activated and functioned correctly with retraction of the thumb advancer and delivery tube set. Damage to delivery tube garage leaves and pusher tube fingers was noted, however it was determined the damage was likely caused post procedure and is not a failure mode as there was no other observation to account for the components damaged condition, i.e. Shaft carving. The safety release button was displaced into the handle cavity with no other detected anomaly to the handle or other components of the handle. The safety release button feature is only functional prior to clip deployment. Post clip deployment the safety release feature is inoperative. The displaced condition of the safety release button indicated the button had been pushed downward post clip deployment in an attempt to facilitate the stuck device's removal from the patient. This is not considered a failure mode, only an observation as a stuck device's removal may require any means necessary. Internal examination of the device did not detect any device abnormally, mfg or quality issue. It was determined the safety release mechanism functioned properly allowing retraction of the thumb advancer and delivery tube set. A possible cause for the damaged vessel locator wings may have been procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tube set through the tissue tract. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wings retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Challenging anatomical conditions may account for the damaged locator wings even-though the delivery tube set had been retracted. However, no anatomical info was supplied. No other device anomalies were noted during the investigation. There was no detected mfg or quality issue with the returned device and the lot history review did not produce any info relevant to this report. Based on the investigation of this event, the root cause appears to be related to the operational context in which the device was used.